Event description:
It was reported the tubing that goes where the sample aspirated site was broken. The device was taken out of the package and it fell apart. Perfusionist noted that it was not connected at the sample aspirated site. There were no patient complications.

Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) double dpt - vamp plus kit. Kit appeared not used. Tubing was found completely broken off from solvent bond joint with reservoir stopcock. Cross surfaces of broken tubing appeared uneven and rough. (B)(4).